Manufacturer narrative:
The inulin pump had a blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify low battery alarm due to blank display. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had been alarming low battery and has been having issues with blank display. Customer's does not recall their blood glucose level at the time of the incident. The insulin pump has been alarming low battery for the last couple of days for which the customer replaced the battery and then the blank display occurred. Troubleshooting was performed for the blank display. No physical damage was reported by the customer. The device had not been dropped, bumped, or exposed to moisture. Customer uses the recommended battery type. No damage was noted on the battery cap or battery compartment. Customer was advised to insert a new battery and the display did return. Customer was then advised to remove the battery for 10 minutes and clean the battery cap, then allow for a minute for them to dry. Customer then inserted a new battery and customer stated the display did not return. Notes indicate that a self-test was performed and it was complete. Customer was then advised to monitor the insulin pump. However customer requested for the device to be replaced as customer did not trust the device. The insulin pump was returned for analysis.